Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the conversion to ethicon devices occurred 1 ½ years ago.

Event description:
It was reported that during lobectomy and wedge resections over the last two months, there were five air leaks in (B)(6) and seven in (B)(6). On (B)(6) 2019 the patient returned to the operating room. Intraoperative findings-unremarkable fiberoptic bronchoscopy with an intact right upper lobe bronchial closure. Multiple parenchymal air leaks of the right lower lobe. The remaining lung, although the inferior pulmonary ligament had been lysed and the pleura surrounding the hilum had been dissected did not completely fill the right pleural space.